Event description:
It was reported that the device had a ventricular lead warning with bipolar impedance is less than unipolar impedance with a high threshold in bipolar. The patient also has pectoral stimulation when measuring unipolar impedance. Lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.